Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc) code 7 and limit), indicating possible device malfunction. It was also reported that the pt had begun to experience an increase in seizure frequency and intensity (including an increase in drop attacks) and that there was a bulge at the neck incision area. Review of x-rays revealed that the implanting surgeon did not place the electrodes per MFR's labeling. Revision surgery is planned but not yet scheduled.